Event description:
It was reported that the user experienced hyperglycemia after a needle/infusion adhesion detached during the night while using the ilet system, with prolonged elevated blood glucose and a highest value of 290 mg/dl, and no ketone testing or backup therapy used. Investigation of this case revealed a loss of infusion site adhesion leading to interrupted insulin delivery, while the precise root cause of the hyperglycemia was not confirmed. Symptoms included elevated blood glucose without acute clinical sequelae. Outcomes included no medical intervention, no hospitalization, and no additional assistance. Investigation included user interview, device use history review, and troubleshooting with education. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause associated with an infusion site/adhesive issue, with no reportable injuries. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.